Event description:
Enseal device opened to field at request of surgeon, device tested prior to entering patient. Once inside abdomen device jaws would not open all the way, or close all the way. Device removed from field, sequestered.